Event description:
It was reported that the stopper detached from the bd plastipak¿ concentric luer lock syringe plunger and caused medication to leak out.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll (with open blister) lot 1805253 for investigation. Upon visual inspection of this sample received, it can be observed the stopper is wrongly assembled to the plunger, it is not completely attached to the plunger rod. The sample is disassembled and it can be observed a molding defect in the plunger rod. Plunger rod has not been completely molded. DHR of lot 1805253 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to a failure in mold performance during molding process causing polypropylene was not correctly injected in this cavity mold. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 3 trays per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 complete box per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Although manufacturing record cannot be reviewed, we can confirm that the root cause of the non-conformance is related with a failure in mold performance during molding process causing polypropylene was not correctly injected in this cavity mold. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue since no quality notification was opened during manufacturing process and our stringent in ¿process inspection plan.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper detached from the bd plastipak¿ concentric luer lock syringe plunger and caused medication to leak out.